Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# unknown, product type: lead. (B)(4).

Event description:
It was reported that there was a suspected problem with the implantable neurostimulator (ins). The rf system stopped working in july. The plan was to replace the spinal cord stimulator system. It was further reported that no reading was able to take place since the unit was dead. It was noted that the device was 30 years old. There was no implant date at the time of the report as they were waiting for their insurance to authorize. It was noted that the patient was keeping the unit until the new system was implanted and the old unit was deemed worthless. The initial implant date was unknown at the time of the report. Additional information has been requested, but it was not available as of the date of this report.